Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported lead diagnostics indicated high impedances and patient is unable to set their system to MRI mode. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.